Manufacturer narrative:
Device is a combination product.

Event description:
Promus element china clinical study it was reported that the subject unstable angina pectoris. In (B)(6) 2014, the subject presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The subject received heparin or other anti-thrombin medication. The target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 15 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent with 10% of stenosis. Post dilatation was not performed. The target lesion #2 was located in the proximal (rca) with 80% stenosis and was 15 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element stent with 10% of stenosis. Post dilatation was not performed. The target lesion #3 was located in the proximal left circumflex (lcx) artery with 99% stenosis and was 16 mm long, with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent with 10% of stenosis. Post dilatation was not performed. Six days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2016, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. Two days later, angiography revealed 99% stenosis in the distal right coronary artery with timi flow of 0. The lesion was treated with pci with residual stenosis of 0% with timi flow of 3. Two days later, the event was considered recovered/resolved and the subject was discharged.